Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
This lead is failing to capture and has an impedance of over 3200. This is all of the information that was provided to us. There is no mention of an explant or revision. No implant or explant date was provided. No adverse patient side effects were reported.